Event description:
It is reported that a customer had issues with the sensors on their insulin pump. The patient's blood glucose level was at 44 mg/dl. The customer stated that the sensors had erratic readings and also found a bent cannula. The customer was sent a new sensor. The customer returned the broken sensors for analysis. No further information was provided. No further information was provided.

Manufacturer narrative:
Two opened and used enlite sensors were evaluated and a visual inspection was performed. The sensor failed per specification and the cannulas were found bent.

Manufacturer narrative:
Findings: reliability analysis 2ea opened/used enlite-sensors (7008a).